Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of thirteen manufacturer reports being submitted for this case. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).   There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Reporting and capture are being done conservatively. No additional patient or procedural factors were provided that could determine a root cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As presented at 2018 tvt physician training seminars and clinical controversies: tavr ii by dr. (B)(6), md ¿the minimalist tavr strategy should be ¿default approach¿ ¿ supported by clinical outcomes and economic benefit¿, multiple events were reported against sapien valve, sapien xt and sapien 3 (s3) valves from procedural outcomes, 30 day clinical outcomes, and one year clinical outcomes. Four sapine 3 valve procedures were converted to open heart surgery. Ten sapien and 10 sapien xt valve procedures needed a second transcatheter valve. Two coronary obstructions occurred during a sapien 3 procedure. At the 30 day outcome, 5 sapien valve, 15 sapien xt and 42 sapien 3 valve procedures required cardiovascular readmission. At the 1 year clinical outcome, 17 sapien valve, 31 sapien xt and 107 sapien 3 valve procedures required cardiovascular readmission, and 1 sapien, 4 sapien xt, and 1 sapien 3 valve procedures required re-do avr within 1 year.

Manufacturer narrative:
Thirteen manufacturer reports are being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-02879, 2015691-2018-02881, 2015691-2018-02882, 2015691-2018-02885, 2015691-2018-02886, 2015691-2018-02887, 2015691-2018-02888, 2015691-2018-02889, 2015691-2018-02890, 2015691-2018-02892, 2015691-2018-02893, 2015691-2018-02894.